Event description:
It was reported that the patient's right atrial (ra) lead exhibited a failure to capture, failure to sense and low pacing impedance. The ra lead was capped and replaced on 26 aug 2024. The patient was in stable condition.